Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: despite multiple attempts made to the affiliate for the return of the complaint device, the device has not been received for evaluation. We cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. This complaint cannot be confirmed. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that on an unknown date during an unknown procedure the electrodes on an unknown device did not suck off. The third device did work. No harm to the patient.